Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from september 16, 2020 - september 17, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye and found a vertical crack line located on the fillport. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume folfusor broke off. The fill port broke off while filling the device prior to patient use. The device was being filled with 5350 mg fluorouracil and 720 mg folinic acid (folinsäure). There was no patient involvement. No additional information is available.